Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital after receiving a notification for increased hv lead impedance. The lead was successfully capped and replaced on (B)(6) 2016.

Event description:
New information received indicated that the patient was stable before, during, and after the procedure.